Event description:
It was reported that the device failed occlusion during testing. No patient injury was reported.

Manufacturer narrative:
No information has been provided to date. Device evaluation: the device has not been returned. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was missing the tamper seal. Error was found in the device ehl (event history log) multiple times. The customer stated problem was duplicated. The dso was contaminated of fluid. Replaced dso (downstream occlusion) sensor. The cause of the reported problem was user induced. A DHR (device history review) was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or last repair of the device. No manufacturing or service issues were identified as causes of the customer reported problem during the review of service and repair records. Therefore, no manufacturing or service records review is needed.